Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, changing the upstream pressure sensor solved the issue. Despite several requests for the device return and attempts to collect additional information. From complaint description it seems that the cause of the event could be linked to a defective upstream pressure sensor but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported by customer: pump was constantly alarming with an upstream sensor failure. Replacing sensor and pm will be performed. Pump was left outside department by elevator with service req attached. No details regarding possible sims case filed for pump. Called phone number on service req to find out if sims was filed or if there were any other details, but they could not answer and didn't know who filed the service req or when. Reached out to clinical engineering who could not find any sims cases regarding this pump, but saw it was last used on (B)(6). Pulled logs from (B)(6) and sent to clinical engineering for review. Pump was constantly alarming with an upstream sensor failure. Replacing sensor and pm will be performed. Clinical engineering advised waiting a week to see if a sims case materializes in this time. If it does not we will pm the pump and return to service after a successful pm. 2024-02-19 followed up with clinical engineering, no sims cases filed. Pming pump to assess to any possible issues. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.